Event description:
It was reported that during an open lobectomy, no staples were deployed at the third stroke and the lung was not stapled. The firing trigger could not be grasped at the third stroke on the staple line and firing trigger was returned to the home position manually though it was grasped at the first and second stroke with full force. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue?--- lung. Parenchyma. The tissue was too thick and hard and endogia could not clamp. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?---we have no detailed information. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? ---we have no detailed information. If echelon, during which stroke did the event occur? --- third stroke. What color cartridge was being used? (B)(4). What other color cartridges were used before and after this event? ---we have no detailed information. Was buttressing material utilized? If so, which product?---no. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? If so, when? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---each firing force was higher than usual. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---we have no detailed information. Is there any other additional information you would like to share about this device or procedure? ---no.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The cartridge reload was received for analysis with no visual non-conformances and partially fired consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.